Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
First report of two reports from the same facility. A mayfield skull clamp slipped during a procedure. The patient incurred a laceration. Additional clinical information has been requested.